Event description:
It was reported that the customer experienced occlusion alarms daily for the past two weeks, particularly when attempting to deliver a larger bolus, leading to interruptions in insulin delivery. Despite these alarms, there was no adverse impact on the customer¿s blood glucose level as it remained relatively normal. To address the issue, the customer changed the infusion set and cartridge, resumed insulin, and agreed to several troubleshooting steps including rotating infusion sites, using a safety loop, and trying a different size infusion set.